Event description:
The pt called lifescan and alleged that their meter was reading inaccurately low. Medical affairs spoke to the pt and obtained the following information. The pt stated that on the day of the event pt tested in the morning and stated that their results were "weird" but pt did not have symptoms so pt disregarded the results (pt does not remember the readings). Pt took their glyburide and metformin and ate breakfast. Around noon, pt began to feel dizzy. Pt tested their blood sugar and obtained a result of 29 mg/dl. Pt retested and obtained a result of 31 mg/dl. This alarmed the pt so pt called the paramedics. When they arrived, they obtained a result of over 300 mg/dl on their meter. The pt was taken to the hospital and was treated with insulin. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt was not cleaning the meter correctly. The pt did not have a check strip and the control solution test failed. Based on the information provided, there is no evidence of a meter malfunction, however, there is evidence that the meter contributed to the serious injury. The pt continued to take their regular oral medications however their blood sugar may have been high during this time and the pt was unaware. The case is being reported as an adverse event due to use error. A replacement meter is being sent to the pt.